Event description:
It was reported that the patient is having a lot of trouble with soft tissue and bone reaction around the screw site and floor of mouth along the suture, and the doctor suspects it will require removal.

Event description:
Additional information was received. A procedure to remove the bone screw was completed on (B)(6) 2013.

Manufacturer narrative:
Date of event: (B)(6) 2013. Additional information was received. A procedure to remove the bone screw was completed on (B)(6) 2013. Date of original implant is unknown. Exact date that patient started experiencing problems is also unknown.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was not analyzed as it was not returned. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.